Event description:
The facility representative reported a colleague infusion pump with an 803 failure code. The event was reported to have occurred upon power up in the ER. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4).device evaluation: the reported condition of a colleague infusion pump with a malfunction of failure code 803 was confirmed during product evaluation. However, the quality engineer has identified failure code 803:07 as the determined condition. The assignable cause was a defective pump head module (phm). The phm was replaced to correct this condition.should additional information be received, a follow-up medwatch will be submitted.baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.